Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations couldn't investigate this lot as no retains were available due to retains being discarded prior to investigation initiation.

Event description:
Customer from kimball school in minnesota emailed technical support to report that 3 individuals were negative on cue cartridge lot 10658d (cartridge sn: (B)(4) but positive on the binax antigen test. All 3 individuals had covid symptoms.